Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient lost all external devices in a house fire and now their ins battery is dead and patient is not emptying their bladder. The battery has been dead for about a week. An email was sent to the repair department.